Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasions were noted at 8.0-10.0cm and 11.0-12.0 cm from the distal tip. The etfe coating was damaged at this location, consistent with explant damage.

Event description:
This report is to advise of an event observed during analysis.